Manufacturer narrative:
(B)(4). When the event was initially reported to sjm, it was reported the valve would be returned to sjm for analysis. On (B)(6), sjm was informed the physician discarded the valve and no product would be returned to sjm for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4)

Event description:
In 2013, a mitral valve replacement was performed using this 25mm biocor valve. On (B)(6) 2016, it was reported the mitral valve had prolapsed secondary to a suspected cuspal tear. The biocor valve was explanted and a 25mm epic valve was implanted.